Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left-side "deflation", "hole in valve". Device was explanted.

Event description:
Healthcare professional reported left side "deflation." Healthcare professional later reported "hole in valve." Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 09jul2024.

Event description:
Healthcare professional reported left side "deflation." Healthcare professional later reported "hole in valve." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on valve bond edge assessed as unidentified (tear). ¿ valve leak and/or damage: no observed. As per the investigation procedure crease, wear abrasion and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional later reported "hole in valve" via rga checklist. Device was explanted.